Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending artery. After pre-dilation with a 2.5x12mm emerge balloon catheter, a 3.00x12 synergy drug-eluting stent was advanced to treat the lesion. However, during fluoroscopy, there was no stent and it was realized that it was dislodged outside of the patient. A 3.0x14mm non-bsc stent was then deployed and was post-dilated with a 3.0x8mm non-bsc balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent was detached and not returned for analysis. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. Crimp markings were evident on the balloon wall indicating overall crimp contact between the coated stent and balloon. The product stent protector was not returned for analysis with the device. A visual and tactile examination found multiple kinks on the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. The bumper tip of the device showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending artery. After pre-dilation with a 2.5x12mm emerge balloon catheter, a 3.00x12 synergy¿ drug-eluting stent was advanced to treat the lesion. However, during fluoroscopy, there was no stent and it was realized that it was dislodged outside of the patient. A 3.0x14mm non-bsc stent was then deployed and was post-dilated with a 3.0x8mm non-bsc balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was stable.